Event description:
Catheter was inserted in tc on 2/27/96. It was removed on 3/1/96 due to second degree infiltration. Pt was noted to be lethargic on 3/3/96 with lung congestion and tachycardia. IV site was leaking brown purulent drainge. On 3/4/96 md identified sepsis nad started treatment with ceftraxone.